Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 29mm sapien 3 transcatheter heart valve, in aortic position by right transfemoral approach. During procedure, there was significant difficulty aligning the valve on the balloon due to patient's anatomy. There was a long segment of abdominal aneurysm extending from the level of right renal artery to the iliac bifurcation with a kink in proximal portion. The team was able to align the valve after multiple attempts. At the point of attempted valve deployment, no contrast entered the balloon. A balloon perforation was suspected. The esheath and commander delivery system were removed as a unit without issue. A new esheath, delivery system and valve were prepped. The valve alignment was done without issue this time. The valve was successfully deployed and patient suffered no adverse effects. No product deficiency was alleged. As per medical opinion, the perceived root cause of the event was patient's anatomy.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery provided from the site was evaluated, and the following was observed: thv partially aligned on the inflation balloon with distal shoulder of balloon observed unpleated. Small perforation observed on the proximal shoulder of the inflation balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve alignment difficulty was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. However, the complaint of balloon leak was confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, significant difficulty aligning the valve on the balloon was faced due to patient's anatomy, with a long segment of abdominal aneurysm extending from the level of right renal artery to the iliac bifurcation with a kink in proximal portion. It was able to align the valve after multiple attempts''. It was additionally reported, the patient's anatomy presented ''tortuous iliac-femoral vessels with kink in aneurysmal segment''. As such, if valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. For the complaint of balloon leak, as reported, ''at the point of attempted valve deployment, no contrast entered the balloon. Balloon perforation was suspected''. Review of the provided imagery revealed a small perforation on the proximal inflation balloon shoulder. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. It is possible that calcification was present in the patient anatomy. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician advanced the delivery system, it is possible the balloons negatively interacted with patient calcified vessels/leaflets and may have become punctured. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcifications) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.